Event description:
The customer reported approximately twenty milliliters of cleaner fluid leaked onto the counter top and floor during patient samples analysis involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) performed system shutdown and observed the I-beam (nc) tubing at pinch valve pv37 (ff107) was leaking fluid. The fse replaced the tubing and cleaned up the clenz solution. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the I-beam (nc) tubing is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).